Event description:
It was reported the patient lost weight, causing the ipg to be superficial. The patient experienced pain due to the issue. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was repositioned. This revision did not resolve the issue. Additional surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.